Manufacturer narrative:
The pump was returned and investigated by product analysis on 08/03/2015 with the following findings: on examination, the audio bolus button cover was missing from the pump. Due to the missing button cover, audio bolus button functionality could not be tested. Investigation confirmed audio bolus button damage/missing; however, the pump was received in a condition that made investigation of the button function impossible. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.